Manufacturer narrative:
The pump was unable to prime during prime test due to faulty force sensor resistor. There was no compromised force sensor system alarm noted during testing. The pump passed displacement test, rewind test, basic occlusion test, self-test, and a21 error test. The pump passed all operating currents tested with in the spec range and passed off no power test. The pump was received with cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received compromised force sensor system alarm. The customer's blood glucose level was reported to be 212mg/dl. The customer was advised the pump would be replaced and returned for analysis.